Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this device showed eight months remaining longevity and was using 143 percent of power. Boston scientific technical services (ts) discussed programming options to conserve battery. Moreover, the physician wanted to leave right atrial (ra) lead on due to paroxysmal atrial fibrillation (af). As of this time, the device remains in service. No adverse patient effects reported.